Event description:
Information was received from a patient regarding an external device. The reason for call was patient said they have been having a lot of issues with recharging. Patient said they will get device not found, which started about three weeks ago. Patient also said this weekend the recharger got really hot, burning their skin and said something about charging not able to continue or call medtronic. Patient did not have the equipment with them at the time of the call. Patient will call back with equipment for further troubleshooting.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: 97755 (sn unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Replacement device resolved the issue.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from patient. It was reported that cord where it attaches to donut charger got hot.cause of the issue was unknown gave system problem rm04 and cannot continue please call medtronic.patient stopped charging to resolve the issue.

Manufacturer narrative:
Analysis of the [recharger], model [97755], s/n (B)(6), revealed. Analysis found"no device found" medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5: updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back and reported the message that had been appearing when trying to charge the ins was rm04 and came back up again this weekend; patient had to sit in a very certain way, but then the paddle of their recharger would get hot, and the message would appear. Patient said there was no issue charging the controller from ac power. Agent reopened. Reassigned case by accident (patient didn't have s/n to enter but will try to call back with it later today); agent closed case. Patient (pt) called back and repeated previously documented information. Pt mentioned that their device has not been charging properly. A replacement recharger telemetry module (rtm) was sent out. Patient wanted to know if they need to send back the case the replacement recharger came in.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.